Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the hose and water chamber similar to particulates found in well or city water. Patient states they use distilled water in the water chamber. The patient reports using an ozone-based disinfection device (so clean) for a couple years and stopped using it a month ago. The patient states using so clean to sanitize the hose. Soap and water were used to the clean humidifier chamber. Patient states using so clean daily for hose and weekly for water chamber. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.